Event description:
It was reported that during a foot procedure using magnum 2 knotless implant, two magnum2 implants did not deploy properly. The surgeon opted to complete the procedure using a competitive device. There were no significant delays of pt complications reported as a result of this event.